Event description:
Patient reported that a filling came lose and there was a cavity. A root canal was completed and a crown will be placed. Their aligners may not fit after the crown is placed. Recommended patient to use boil and bite once the crown work is started if aligners do not fit. Requested diagnostic findings from their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.